Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "on 08/02/2025, the patient reported that cgm readings on the receiver appeared delayed "slow", one day after the dexcom g7 sensor was applied to the abdomen." H2 correction.

Event description:
On 08/02/2025, the patient reported that cgm readings on the receiver appeared delayed "slow", one day after the dexcom g6 sensor was applied to the abdomen.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient reported that cgm readings on the receiver appeared delayed "slow", one day after the dexcom g7 sensor was applied to the abdomen. The patient experienced confusion and attempted to self-treat by consuming fruit due to feeling unwell. No fingerstick (fs) blood glucose test was performed at home. Later that evening, the patient presented to the emergency room (ER), where a fs test revealed a low blood glucose level of 20 mg/dl. The cgm reading on the tandem pump at that time was reportedly between 100¿200 mg/dl, though the patient could not recall the exact value. The patient was treated with intravenous fluids containing dextrose. Following initial treatment, bg levels rose to 40¿50 mg/dl, and therapy continued until the early morning of (B)(6). At that time, bg levels stabilized between 150¿200 mg/dl. The patient was later discharged on (B)(6) 2025. At discharge, both fs and tandem pump readings were within range. The patient was feeling well and was advised to transition to basal-bolus insulin injections. Although the report states the patient was discharged the next/following day, the length of time in the hospital (less than or more than 24 hours) is unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d and e zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was treated in the ER. No additional patient or event information is available.